Manufacturer narrative:
Corrected data: d4 ¿ UDI. No product was returned. A photo of the device was however returned for analysis. A review of the device photo was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that ¿1h after changing the tubing and cassette the pump indicates alarm ¿¿high pressure.¿ problem solved by changing the cassette and tubing. No symptoms felt. No consequences for the patient.

Manufacturer narrative:
E1: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.